Event description:
It was reported that the level sensor and pumps were defective in an arctic sun device. Please do a preventative maintenance and change level sensor. Per additional information received via mail on 07nov2025, device will be repaired in the hospital by crs. Once done, paperwork will be uploaded to smx. Per sample evaluation results on (B)(6) 2025, the circulation and mixing pumps were both replaced.

Manufacturer narrative:
Initial reporter phone number provided (B)(6). The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. Mixing pump defective. Replaced mixing pump. Cleaning, inspection, functional check, water replacement, passed calibration, est, mtk. Device without error. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.